Manufacturer narrative:
The date of death and date of event were updated. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges consumer drove the chair to a table and the joystick got caught under the table and never returned to its neutral position. The chair allegedly never stopped running and the consumer's abdomen was squeezed between the table and the powered wheelchair's back.

Manufacturer narrative:
The coroner's report concluded that this was an accidental death and no blame was placed on the device manufacturer.

Event description:
Alleges consumer drove the chair to a table and the joystick got caught under the table and never returned to its neutral position. The chair allegedly never stopped running and the consumer's abdomen was squeezed between the table and the powered wheelchair's back.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges consumer drove the chair to a table and the joystick got caught under the table and never returned to its neutral position. The chair allegedly never stopped running and the consumer's abdomen was squeezed between the table and the powered wheelchair's back.